Event description:
A malfunction alarm identified as malf 24 was reported. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.